Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg was explanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred in 2016. Explant date: 2016.